Event description:
"The pt underwent chiari I decompression, sub occipital craniotomy, c1 laminectomy, 4th ventricle sent. Bioglue was used in this first procedure. The pt was readmitted to the hospital several months later for wound infection and underwent debridement and wash out of the wound. The or note from the second procedure describes a hard, black, firm lump approx 4-5 mm, serious sanguinous fluid removed. A specimen was sent to pathology and the result is an amorphous acellular foreign material rimmed by acute inflammation consistent with bioblue. Per medwatch from hospital. "The pt was treated with vancomycin and ceftriaxone. The deep occipital wound culture was positive for mrsa." Per medwatch report from hospital.

Manufacturer narrative:
MFR is attempting to obtain add'l info, and the investigation is ongoing. Any add'l info will be included in a follow-up report.